Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 20:39:42. During night drain cycle five, the patient's ultrafiltration reading was 1259ml, indicating the home patient (hp) drained 1169ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the evaluation on the homechoice (hc) was completed. The iipv condition was identified in the event history log review. The cause of the issue was a use error. The tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the initial review of the event history log found an increased intra-peritoneal volume (iipv) event. The device is being further evaluated and should additional relevant information become available, a follow up medwatch will be submitted.